Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for ua07 was a defective load cell, likely attributed to a defective component or mishandling such as a drop. The customer reported a complaint "the lifeband black clip does not stay latched into the driveshaft of the autopulse platform, with no defects noted on the lifeband" was not confirmed during the functional testing. Zoll service personnel tested the driveshaft using the known good lifeband, and the customer reported problem was not reproduced; thus, not confirming the customer reported complaint. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 error messages around the reported event date; thus, confirming the customer-reported complaint of ua07. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on. The load cell characterization test indicated that load cell #1 was defective (exceeded the normal parameter) and was replaced to address the reported ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The loaner autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message while performing compression on the patient. In addition, the customer reported that the lifeband black clip does not stay latched into the driveshaft, with no defects noted on the lifeband. The crew reverted to manual CPR. The customer tested the lifeband with another autopulse platform, and no issues were observed. The customer tested the loaner autopulse platform with other lifebands, and the reported problem persisted. No consequences or impact to the patient.